Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, the patient received an inappropriate shock by this subcutaneous implantable cardioverter defibrillator (s-ICD) during rest, lying on the bed. During the follow up, similar noise was reproduced in primary and also in alternate vector by putting the left arm to the other side of the chest or by stretching the left arm above the head. The noise was not present in secondary vector, so sensing was changed to secondary vector. The technical services (ts) recommended to performed x rays, and it is suspected that the sense b node is compromised. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient received an inappropriate shock by this subcutaneous implantable cardioverter defibrillator (s-ICD) during rest, lying on the bed. During the follow up, similar noise was reproduced in primary and also in alternate vector by putting the left arm to the other side of the chest or by stretching the left arm above the head. The noise was not present in secondary vector, so sensing was changed to secondary vector. The technical services (ts) recommended to performed x rays, and it is suspected that the sense b node is compromised. This s-ICD remains in service. No adverse patient effects were reported.